Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025 the user reported that their ilet device screen was cracked and unresponsive, leaving the device unusable. The user was able to continue therapy using backup methods and a replacement device was arranged. No ems, hospitalization, or injury was reported.